Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with a syncopal episode. There were no events recorded in the device at that time. There were episodes of what appeared to be pacemaker mediated tachycardia (pmt) from the day prior. The rhythm appeared to be atrial driven. There also appeared to be right atrial (ra) oversensing of right ventricular (rv) signals during the pmt episodes; however, none was noted on the presenting electrogram (egm). There were no out of range lead measurements. This was discussed with the physician. No additional adverse patient effects were reported.